Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported, by the patient, that post a coronary drug eluting stenting treatment procedure, the pt developed a rash. The patient had a taxus express2 drug eluting stent implanted in 2006. Two days later, the patient reported a fever up to 102.7degrees and then "noticed a rash all over his body including the chest and legs" describing this as "like a prickly heat rash, but no itching". The rash is intermittant. Since stent insertion, the patient has required oxygen for 5 weeks due to shortness of breath. The dyspnea is noticed when walking approximately 20 feet. He complained he had experienced "the palms of his hands peeling like sunburn". He also continue to have "shaking or bad tremors" noted since stent insertion. As of the date of the report, the fever and rash have resolved. The physician was contacted in a follow-up. The physician is aware of the patient's symptoms, however, does not know if the symptom are related to the taxus stent. The rash started on the back and buttocks and is now localized over the patient's side. The patient also reported having another stent that he referred to as an "old stent" however, it is unknown what manufacturer's stent it is. The physician confirmed that the patient only had one taxus stent. Additional information is unavailable.